Event description:
It was reported that the patient presented to the clinic on 9 sep 2022 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by far field p wave oversensing. The device was reprogrammed and the issue was resolved. There were no adverse consequences to the patient.